Event description:
It was reported that the patient experienced a loss of therapeutic effect following a car accident. Her implantable neurostimulator (ins) was subsequently replaced. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28 lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: 2008-(B)(6) product typ lead product ID 3037 lot# serial# (B)(4) product typ programmer, patient. (B)(4).